Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date rec¿d by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.00/2.50/91 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed within the same surgery. No patient injury was reported. On (B)(6) 2021 a replacement lens was implanted and the problem resolved.